Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, the foreign material and the cause of why the foreign material remained could not be identified. Therefore, a definitive root cause could not be determined. This issue is addressed in the instructions for use (IFU): inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope and related reprocessing accessories. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign material in the nozzle. There were no reports of patient involvement.